Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed that a percival pvs27 was implanted and explanted intra-operatively on (B)(6) 2018. As of today, no explanation was provided on the reason behind the explant, nor if the device is available for further investigation.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on the results of the internal investigation, there were no intrinsic defects to the device at the time of manufacturing and release which can justify the intraoperative difficulties. Despite the several attempts made to contact the hospital to receive further information, there has been no feedback up to date. Therefore, although there is no sufficient evidence to link the event to the device, the root cause remains unknown. Device location not presently known.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on the results of the internal investigation, there were no intrinsic defects to the device at the time of manufacturing and release which can justify the intraoperative difficulties. Despite the several attempts made to contact the hospital to receive further information, there has been no feedback up to date. Therefore, although there is no sufficient evidence to link the event to the device, the root cause remains unknown. Device location not presently known.